Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has alarmed many no deliveries. Customer does not recall any significant events leading to the error but was taken to the emergency room with high blood glucose of 400 mg/dl and had diabetic ketoacidosis. Customer did not want to troubleshoot for any issues. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. All operating currents were within specification and the off no power alarm functioned properly. No unexpected low battery alarm or unexpected no delivery alarm was noted. The insulin pump had a broken reservoir tube lip, scratched reservoir tube window, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.